Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the patient presented with thoracic pain, stable angina class iii. Diagnostic coronary angioplasty was done, which revealed in-stent restenosis (isr) of the proximal right coronary artery (rca), where four xience v stents were previously deployed. Revascularization was done in 2009, to treat the isr. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - angina and restenosis in the IFU, are known adverse events associated with coronary stenting, and these patient effects, along with hospitalization are listed in risk assessment as no-fault post-procedure complications. These patient effects are not necessarily an indication of a product quality deficiency. It is possible that the angina is a secondary effect of the restenosis, in which the patient was treated with revascularization and hospitalized. A conclusive cause for the patient effects and the relationship to the stents, if any cannot be determined. The other three xience v stents are being reported under this MFR#.